Event description:
Alleged the head hi/low function is drifting on the bed. He has replaced the head hi/low down and trend valves, but the problem returned.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.